Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside the labeled operating altitude range. The customer reloaded the cartridge resolving the alarm. There was no reported adverse impact to the customer's blood glucose level.